Event description:
After lifting the pt +/-10 cm above the bed, suddenly the hanger bar came down very fast, hanger bar passed around the pt on the mattress with quite some power. No injuries were recorded. The operator used the emergency down button to descent. One person involved.